Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had diminished therapy. It was stated the pt had the issue since three to four months after the implant. The pt had partial pain coverage. An x-ray confirmed the pt had only one lead. The physician planned to add another lead to get the desired coverage.